Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement keyboard shipped to site (B)(6) 2016. Suspect keyboard returned to manufacturer for analysis and is under analysis. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. Keyboard replaced. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that while trouble-shooting a site's imaging system, noted a couple of keys on the imaging system keyboard that did not work properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The keyboard was returned to the manufacturer for analysis. Each key on the keyboard was verified functional. The keyboard has been used for data entry and troubleshooting computers for greater than one month. No sticking or non functional keys were noted. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.